Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a novasure procedure on (B)(6) 2025, the physician received a procedure not complete error and upon removing the device from the patient and checking the array the surgeon noticed that the array was potentially damaged and would bunch up when trying to retract from the sheath. Surgeon confirmed that no pieces of the array were present in the cavity and no follow up or treatment was administered to the patient. The procedure was completed using a second device. No other information available.

Manufacturer narrative:
Device was returned for visual inspection was conducted, and it was found two holes in the upper and right section of the array. Functional testing was conducted, the purge was needed since the tubes were filled with blood, after that the cavity passed and the ablation started; however, a ¿procedure not complete¿ alarm was displayed by the console. This alarm was caused by the damage in the array. Hence, the complaint was replicated. This observation will be monitored and trended.